Event description:
Complainant alleged that they were treating a 58 year old male patient in ventricular fibrillation. They defibrillated in manual mode first at 200j, second at 300j, and a third time at 360j. After a lapse of approximately 2 minutes they allege that they attempted to defibrillate a fourth time at 360j, but the device would not charge, and the charge arrow was not displayed. After a lapse of time (specific lapse of time not indicated by the complainant) the device charged three or four more times, and allowed defibrillation with no problems. The patient subsequently expired. The complainant indicated that the alleged malfunction did not cause or contribute to the patient outcome.